Event description:
Boston scientific received information that this pacemaker's longevity initially showed six years remaining. After a year, this device showed one year remaining of battery. Boston scientific technical services (ts) discussed that this patient experienced atrial fibrillation (af) which may have caused for the increased battery consumption. Engineering analysis was recommended. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that this pacemaker's longevity initially showed six years remaining. After a year, this device showed one year remaining of battery. Boston scientific technical services (ts) discussed that this patient experienced atrial fibrillation (af) which may have caused for the increased battery consumption. Engineering analysis was recommended. This device was explanted. No additional adverse patient effects were reported.